Event description:
New information states serial number for programmer as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the programmer exhibited a diagnostics anomaly. The patient was stable and would followed with routine follow ups.

Manufacturer narrative:
On the initial MDR should have include "user facility" and "company representative".